Manufacturer narrative:
The investigation for the reported access site bleeding has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the access site bleeding was most likely due to lack of vessel recoil as the bleeding occurred immediately after the transition from the 14fr introducer to the gwru. As noted in the impella IFU: impella cp with smartassist for use during cardiogenic shock and high-risk pci section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. Multiple attempts were made before successful access was achieved. After successful pump insertion, the repository sheath began to ooze. The patient was taken back to the catheterization lab for an exchange to a new 14 french peel-away sheath, which stopped the bleeding. The impella was explanted and replaced with a new impella cp to address the issue. The patient survived the procedure.